Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The console was found to function normally when a known working drill was used with it. A review of exported log files and screenshots was performed. The reported problem was confirmed. Several system time out errors occurred on multiple sessions from 2025-01-08. It was observed that these errors were associated with a single common drill, which was likely the culprit. Although the reported problem could not be reproduced through a visual or functional evaluation, the reported errors were confirmed from the log files. From the information available in the log files, it seems that the most likely cause is related to a fault with the drill used, and not with the cori console. No defects with the console or software were observed. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, while patient was in room under anesthesia, recon rep was going to calibrate the robotic drill with the technician. They were unable to calibrate the drill due to an error message kept popping up stating that the drill was deactivated. The recon reps present unplugged and plugged back in the cori console, rebooted it and tried all other troubleshooting options. Their last resort was to do a drill diagnostic and at that point an error message popped up, saying that the console had a robotic drill critical error, then an internal error and to contact customer support. They had to proceed with manual procedure. The surgery was completed, after a non-significant delay. No injuries were reported.